Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a patient was having a procedure done in x-ray and while the nurse was injecting into product 473448, it blew apart. When the extension set came apart, the patient did bleed onto the stretcher. A CT chest w/ IV contrast (omnipaque 300) was performed. A medrad pressure injector was used at a rate of 3 ml/sec. Patient's arm was fully extended during infusion with no kinks in the tubing. After the incident, the extension set was replaced with new extension set and the exam was done with no problems."

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.